Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 05/30/2015 with the following findings: the keypad was found to be peeling near the contrast button. Evaluation revealed that all keypad buttons responded normally to button presses. The complaint of a keypad button response issue could not be duplicated on investigation. The keypad cover was removed, and there was evidence of keypad contamination found under the contrast button contact. Issues with the contrast button are unlikely to cause an adverse event, as the contrast button has no effect on insulin delivery function. Unrelated to the original complaint, investigation revealed that the battery compartment was cracked.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. Reportedly, all keypad buttons were under-responsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.